Event description:
Litigation alleges patient had pain, inability to move and take care of personal needs, admission to nursing home, permanent disability; loose, misaligned and dislocated components to the extent that the stem was out of the cuff and lodged in torso after asr hip implant.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.